Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cryoablation procedure, the valve was broken on the sheath when a competitor product (ring catheter) was advanced into the sheath. The sheath was replaced and the procedure was completed with radiofrequency ablation. It was later confirmed that blood was leaking from the hemostatic valve of the sheath when the tip of the competitor ring catheter was inserted into the valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least twenty injections were performed with non-returned catheter 2af284/29910-88 at the date of the case. Upon visual inspection of flexcath sheath 4fc12 / 21149-29, results showed that the device was intact with no apparent issues. Air aspiration was reproduced when a test arctic front catheter was introduced through the sheath. Further dissection showed that the hemostatic valve was leaking. Based on the reported event summary, valve was broken on the sheath when a competitor product was advanced into the sheath. In conclusion, the reported issue has been confirmed through testing. The flexcath sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.